Manufacturer narrative:
Philips service adjusted the pivot mechanism, and the system was restored to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that the pivot mechanism at table ad5 required adjustment on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.